Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted from 80% to 5% while connected to a power source. In addition, the pump could not be charged. Subsequently, the pump battery depleted fully and the pump shut off due to insufficient power. There was no reported impact to the customer's blood glucose level. The pump was turned back on and the battery gauge displayed 100%. Reportedly the customer would continue to use the pump for insulin therapy.